Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ("stillbirth") and pregnancy with contraceptive device ("pregnancy with essure") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device and ectopic pregnancy. In 2011, the patient had essure inserted. On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the stillbirth and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered pregnancy with contraceptive device and stillbirth to be related to essure. The reporter commented: the plaintiff experienced another two pregnancy episodes with essure captured under the cases (B)(4). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.